Manufacturer narrative:
Evaluated one open or used reservoir. Performed a visual inspection using dop114-811doc appendix f; found snap-cap detached from reservoir¿s barrel and found snap-cap and septum attached to transfer guard. Unable to pre-fill.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir had leak. Customer's blood glucose level was unknown. Customer states leak at the tip of the reservoir. The reservoir will be returned for analysis.